Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Phone number: (B)(6).

Event description:
The customer reported needing an inspection of a monitor after an incident. A patient died.

Manufacturer narrative:
An authorized philips dealer went for onsite service, obtained alarm audit log files from the central station (pic ix) and confirmed that no indication of a device failure was found. The customer confirmed that the philips monitor was not a contributing factor to the patient's death. The device remains at the customer site. No further investigation is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.